Manufacturer narrative:
The customer contacted the siemens customer care center. Analysis of the instrument and instrument data indicate that the cause for the discordant depressed bhcg result is unknown. Quality control results were within laboratory ranges. After also obtaining a discordant depressed result on the same patient sample on an alternate non-siemens methodology, the customer is confident that this is a patient sample related issue. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant depressed beta human chorionic gonadotropin (bhcg) results were obtained on a patient sample on the dimension vista instrument. The depressed result was repeatable on the same sample on a second dimension vista instrument. The initial result was reported to the physician who questioned the result. The patient was later evaluated by ultrasound and the pregnancy was confirmed as viable. There is no indication that patient treatment was altered or prescribed on the basis of the discrepant depressed human chorionic gonadotropin (bhcg) results, however the patient was informed that she had a miscarriage. There was no report of adverse health consequences as a result of the discrepant depressed human chorionic gonadotropin (bhcg) results.